Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with hematuria. The patient¿s peak plasma free hemoglobin was 257 g/dl. The patient¿s lactate dehydrogenase (ldh) level was greater than 10,750 u/l and his creatinine level was increased. It was reported that the inflow cannula was suspected to be imbedded in the lateral wall via a 3d CT scan. The patient¿s pump was exchanged on (B)(6) 2015 due to presumed rotor thrombus and a visible clot was noted on the inflow stator. Ldh levels decreased to 1300 u/l and plasma free hemoglobin dropped to 6 g/dl at the time the patient was discharged post-exchange on (B)(6) 2015.

Manufacturer narrative:
(B)(4).no further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(6) registry stating: hematuria & elevated ldh - inlet cannula touching lv wall.

Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The device was returned to the manufacturer but evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A small thrombus formation was identified through the evaluation of the returned pump. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Therefore, the report that the inflow cannula was imbedded in the lateral wall could not be confirmed through this evaluation. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a small thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicated that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined, its size suggested that it would not have obstructed flow through the device. Therefore, the observed thrombus may not have been the sole contributing factor to the patient¿s hematuria and elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process, and the device functioned as intended. Device thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.